Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump had normal operating currents and no unexpected failed battery test alarms were noted. The insulin pump was received with cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad on the insulin pump was unresponsive. Customer replaced the batteries and received a failed battery test due to a dead battery. It was noted that the insulin pump may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 282 mg/dl. No further information reported.